Event description:
On (B)(6) 2017, a 19mm epic valve was implanted in a female patient. On (B)(6) 2017, calcification was observed on the valve and the patient experienced heart failure. On (B)(6) 2019, the physician elected to explant the valve and exchange the device for a 19mm masters valve (serial number: (B)(4)). The patient is reported to be stable.

Manufacturer narrative:
The reported event of calcification was confirmed. All three cusps were completely replaced by calcification. The tears in the three cusps were associated with the calcification. Cusps 1 and 2 contained calcified thrombus on the outflow surface. Cusp 2 contained a thin layer of fibrous pannus on the inflow surface. Cusp 2 contained focal acute inflammation which stained negative with a gram stain for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, calcification, pannus formation, and inflammation could not be conclusively determined; however, the tears in all three leaflets were associated with calcifications. Calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2017, a 19mm epic valve was implanted in a female patient. On (B)(6) 2017, calcification was observed on the valve and the patient experienced heart failure. On (B)(6) 2019, the physician elected to explant the valve and exchange the device for a 19mm masters valve (serial number: (B)(4)). The patient is reported to be stable.